Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient's physician reported that the patient had been hospitalized with severe hypoglycemia after switching from u-100 insulin to u-500 insulin. Three due diligence attempts were made to reach the patient for further information, but the patient was unable to be reached.